Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a system over temperature. There was no harm reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. Getinge field service engineer (fse) evaluated the unit and replaced the pressure and vacuum drive regulators. Calibrated drive and vacuum pressure. Let device run at 100 bpm to see if over temp alarm would come back. Replaced the pressure and vacuum transducers. Verified unit calibrated and passes all functional and safety tests per factory specifications. The reported problem was not duplicated or verified. Going to let this device run for the next few days at 130 bpm. After running this device for 5 consecutive days and ambient temp reading below 72*f. Device is being returned to service.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h10. Device is being returned to service. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with the failure. Pressure regulator. Pressure regulator. Pressure transducer, pressure transducer with a reported unit failure of system over temperature. The fat dept. Performed a visual inspection of the parts received and found that all the parts are in good condition. The failure analysis and testing department installed: part, pressure regulator. Pressure regulator. Pressure transducer. Pressure transducer in the cardiosave test fixture serial number and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of system over temperature. Retaining the parts in fat department per procedure 0002-07-d008 rev ar. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.